Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.

Event description:
A nurse reported two separate incidents of peritonitis on the same patient. This report is for the first incident of peritonitis in which the patient was admitted to the hospital from (B)(6) 2010 to (B)(6) 2010. Reportedly, this incident occurred because the transfer set fell off using peritoneal dialysis.